Manufacturer narrative:
The field service engineer (fse) checked the proper placement of the electrodes and the reference line for air leakage. He did not find any issues. He cleaned the sipper line and verified that the whole electrode area as well as the faraday cage was clean, dry, and free of any pollution or salt crystals. The fse checked the sample flow path (from the sipper probe to the sipper syringe) for air leakages. The fse checked the waste line and cleaned the liquid waste trap (ion-selective electrode (ise) drain vessel). The fse verified that the electrodes were replaced on time. The fse did not find any instrument-related problems. The investigation determined that the issue was caused by a random disturbance in the ise or reference flow path. The investigation did not detect any instrument failure. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for one patient sample tested on the cobas 6000 c501 module. The initial results were reported to the doctor. The initial sodium result was 99.9 mmol/l. The repeat result was 134.2 mmol/l. The initial chloride result was 134.9 mmol/l. The repeat result was 99.7 mmol/l. The electrode lot numbers and their expiration dates were requested but not provided.